Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that the customer experienced high blood glucose. The customer's blood glucose level was in the 400 mg/dl. The customer was treated with insulin pump. Customer declined troubleshooting for high blood glucose. It was not mentioned that the auto mode was used. The device will not be returned for analysis.